Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 4211222. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the catheter was observed transfixed. It is possible that the defective catheter resulted from product use or product assembly. If the 360-degree rotation of the catheter/cannula is not performed during puncture, there may be slight resistance when removing the cannula. In this situation, the cannula may be reinserted, re-cannulating the catheter and causing perforation. It is also possible that a failure in the vision system during product assembly occurred, allowing a perforated catheter to reach the customer. According to the instructions for use under the item ¿catheter insertion: a. Remove the needle cap and inspect the catheter. Rotate the catheter 360°.¿ actions related to the issue of needle through catheter were addressed in a prior corrective action plan which was implemented in september 2024. The lot involved in this report was manufactured prior to the implementation of those actions. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Report 1 upon opening the catheter packaging, it was evident that the catheter was in poor condition. From nps survey file: initial diagnosis of the patient: bacterial pneumonia. Detection of the adverse event/incident: during use of the dm. Description of the adverse event or incident: parts of the catheter come loose and the needle loses its shape during the procedure. Outcome of the adverse event or incident: the patient had to be re-catheterized. Corrective and preventive actions initiated: change of brand.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information added to describe event or problem section.

Event description:
- Was there any harm to the patient's health? If so, please explain in detail. No harm occurred - has there been any damage to the patient's health? If so, please explain the details. The patients had to undergo a new puncture to insert another catheter in order to perform the fluid infusion procedure. The patient's condition, as a quality failure, bothers the patient because they had to undergo the procedure again. - could you confirm whether any medical intervention was performed due to this incident? The intervention was performed directly by the head nurse.